Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of migraine, pain, swelling, protuberant parts, redness and hardness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, pain, skin irritation and headache: 4. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: 1) inflammatory reactions (redness, oedema, erythema, etc.), which may be associated with itching or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. 3) indurations or nodules at the injection area.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the nose. Prior to injection, the patient was given antiseptic and ice post injection. Two days later, the patient developed a migraine due to "pain in the injection sites." Patient also developed swelling and "protuberant parts of eyelids." Patient also had pain, redness, swelling and hardness in forehead as well as symptoms appearing in non-injection sites such as the glabella and forehead above the glabella. Patient was treated with hyaluronidase and the physician "squeezed some of the filler and removed it." Patient was also given a steroid prescription. Symptoms have resolved.